Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components due to medial tibial cyst formation with pain after grafting. There is possible underlying infection with skin flora.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components due to medial tibial cyst formation with pain after grafting. There is possible underlying infection with skin flora.

Manufacturer narrative:
Correction - h6 (device code, results code and conclusion code) the reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "tibial (construct): there is clear radiolucence and some cysts around the tibial tray. Therefore loosening can be confirmed. There is no clear sign of migration. Pe: the pe is not separated from the tibial tray. There is no indirect sign of loosening or breakage. Talar (construct): the talar component shows some smaller radiolucence a clear loosening is not visible and cannot be confirmed. Full tar (construct): the hcp suspects an infection. With the CT scan only, that cannot be confirmed and the results of swabs have to be awaited. If there is infection present in this case. The implant and the implantation is not likely to be the cause of the infection as the implantation took place in (B)(6) 2022 and is more than six months after the index operation. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyst around tibial component. The surgeon suspects an infection. With the CT scan only, that cannot be confirmed and the results of swabs have to be awaited. If there is infection present in this case. The implant and the implantation is not likely to be the cause of the infection as the implantation took place in (B)(6) 2022 and is more than six months after the index operation. If device is returned or any further information is provided, the investigation report will be reassessed.